Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. There was an adult patient involved. There were no changes for the patient.

Event description:
It was reported that the pca module over infused. It was further reported that the healthcare provider believes the device had been tampered with. There was no patient impact.

Event description:
It was reported that the pca module over infused. It was further reported that the healthcare provider believes the device had been tampered with. There was no patient impact.

Manufacturer narrative:
Investigation conclusion: the customer¿s stated issue of pca over infusion or possible tampering was not confirmed through a review of the device logs, testing or through inspection. The log review found no programming errors that would explain a report of over infusion. Functional testing consisting of plunger position accuracy, barrel clamp accuracy, and plunger force accuracy testing performed on the source pca module found the device operating out of specification. The pca was calibrated and pm¿d and found to operate normally. It is not believed that the plunger position accuracy was the cause of an over infusion. The pca module was found to have a third-party front door and rear case installed, the handset is also third-party. The disposable syringe and the administration set was not provided by the customer for investigation therefore could not be examined or tested for this investigation. Device inspection: an internal and external inspection were performed on the source device. There were observations of fluid ingress in the front cover between where the flange gripper retainer mates to the front cover. The front cover is broken where the seal mates to the flange gripper retainer. There was no contamination observed on the electronic or mechanical components. The right iui has dried fluid remaining on the contact pins. The female iui is in fair condition. The lock mechanism, doors and front cover showed no evidence of tampering. The following third-party components were found: front door, handset, and rear case. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s complaint was not definitively identified in this investigation. The returned pca module was thoroughly tested and inspected; after recalibration no fault was found. Device history review: a review of the device history record showed the device had a manufacture date of 23apr2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.